Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that sometimes he had to press the act button a couple of times. The customer also reported that the insulin pump had rejected new batteries, it had received random and unexplained no delivery alarms, received motor error, the motor rewind was louder, and there were deep scratches on the right side of the screen. The insulin pump will not be returned for analysis.